Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2016 which stated 'part came off from the biopsy channel/check air/water pressure/check debris/possible fluid invasion' for video gastroscope model eg-2990i/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The video gastroscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed the primary operation channel crimped at the biopsy inlet t-piece. In addition, a piece of material was found partially clogging the air/water nozzle. Other inspectional findings included: dry/wet leak tests passed. Air/water nozzle glue missing. Lightguide prong cover glass set loose. Number 2 remote control button cover cracked. Pentax medical contacted the facility to gather additional information. A response was received by the initial reporter on (B)(6) 2016 stating 'the scope was brought from processing to the procedure and found to have some sort of blockage.' Additional information received from the initial reporter on (B)(6) 2017 stated the blockage was noticed during the procedure as the physician attempted to use forceps and was unable to pass them through. The scope was then removed from use. A new scope was used to complete the procedure. No injury or issues were reported to have occurred with the patient. Pentax medical replaced the following components on the video gastroscope involved in the event: o-rings and seals. Air/water nozzle. Remote control button. Bending rubber. The video gastroscope was returned to the customer on (B)(6) 2016.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). (B)(4), importer, registration no. (B)(4). (B)(4) (importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number e2015036).

Event description:
The pentax medical service technician confirmed the piece of material found partially clogging the air/water nozzle was not a part of the endoscope. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. On 17-mar-2018, a device history review was performed confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information has been received for this event, pentax medical considers this medwatch report closed.